Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " during use, staples did not close. [The user] had to use another atapler". Additionally it was reported " no consquence to the patient, the patient is "fine".

Event description:
It was reported " during use, staples did not close. [The user] had to use another atapler". Additionally it was reported " no consquence to the patient, the patient is "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "detached - staple feed assembly" was confirmed based on the returned sample. The stapler was returned with the bottom detached from the cover block. It appears that the bottom was not properly welded to the cover block, which allowed the staples, rail, and pusher to fall out of the stapler. A device history record review was performed, and no relevant findings were identified. Actions to mitigate defects for this issue were established as part of a non-conformance, which was closed on may 17th, 2024. The returned sample was manufactured prior to these corrective actions on september 26th, 2023. Teleflex will continue to monitor and trend on complaints of this nature.